Event description:
It was reported to bsc/target that during the procedure when the physician tried inserting the coil, he felt some friction, so he retrieved the coil but it detached inside the catheter. Add'l info was rec'd through a follow-up with a company representative on 03/08/2001: the catheter was inside the patient's body when the gdc4-10 2d coil detached. The pt was not affected by this event and was reported to be in good condition.